Event description:
The distributor reported the AED displayed a service code warning for 'speaker test current' when a new battery was inserted into the AED, and the asi is flashing red. This may be an indication of an early warning of a low battery. The previous battery was depleted and replaced by the customer. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor reported the AED displayed a service code warning for 'speaker test current' when a new battery was inserted into the AED, and the asi is flashing red. This may be an indication of an early warning of a low battery. The maintenance schedule is reported as 'unknown'. Troubleshooting with the distributor: reviewed proper maintenance; service code or warning was cleared with a manual self-test and the asi is flashing green. The AED can remain in service. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.